Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during set up of a procedure, the tip of the osteoraptor anchor was already broken when taken out of the package. Back up device was available. No surgical delay nor further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no relationship found between the device and the reported event. The complaint was not confirmed. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device or inappropriate storage conditions. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A complaint history review found no similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the packaging sequence found that the units are visually inspected as the anchors and sutures are loaded, insert a tip protector over the shaft, and then they inspect devices for integrity and particulate before loading device into pouch. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual inspection of the returned device found that it is not in its original packaging. The insertion device, suture material and an anchor fractured at the proximal end were returned. The anchor, insertion device and suture material have biological debris on them. Based on the condition of the product material found during visual inspection, additional material testing is not required. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the packaging sequence found that the the units are visually inspected as the anchors and sutures are loaded, insert a tip protector over the shaft, and then they inspect devices for integrity and particulate before loading device into pouch. A review of the polymer found that the storage requirements for the material are specified, and comply with provided percentage composition specifications as measured by ash test. The patient impact beyond the reported cannot be determined. Additional details regarding the completion of the procedure and the patient¿s current health or outcomes are unknown. Therefore, no further clinical/medical assessment can be rendered at this time. Should additional clinically relevant information/documentation become available, the clinical/medical task may be re-opened for further evaluation. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that during set up of a procedure, the tip of the osteoraptor anchor was already broken when taken out of the package. Back up device was available. No surgical delay nor further complications were reported. Upon investigation, it was found that the anchor, insertion device and suture material have biological debris on them..